Event description:
It was reported by the rep that the (1) atw35 was used during a cystectomy/prostatectomy procedure. It was reported that the device was used to fire across connective tissue posterior to the bladder. It appeared that a clip was fired over. The surgeon attempted to fire with the handle closed, and it would not. It appeared to be locked out from a premature firing. 8/9/1999: the case was completed with another instrument.